Event description:
It was reported that during the procedure, the user noticed a burning smell. The procedure was completed using the original laser without patient complications.

Manufacturer narrative:
The console was not returned for analysis. However, this console was serviced at the customer's facility by a field service engineer (fse). The fse inspected the system, all optics and components, and there was no burning found. The coolant was filled to the correct level. The system was started and the unit passed the self test. The laser passed full functional and electrical safety testing. There was no burning smell while the functional testing was performed. The reported device performance allegation cannot be confirmed. Based on the information available, and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure, the user noticed a burning smell. The procedure was completed using the original laser without patient complications.